Event description:
It was reported that the device was explanted due to premature eri.

Manufacturer narrative:
The reported field event of premature eri was verified in the laboratory. High current was observed via review of the device image and during bench testing in the laboratory. The cause of the high current was an anomalous capacitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.